Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable, high voltage cable, lemo connection, generator interface pcb and fluoroscopic functions pcb were evaluated and replaced. The system software and calibrations were also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to display fluoroscopic exposures and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.